Manufacturer narrative:
(B)(4). The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed.

Event description:
Medtronic received information that coil could not be detached during coiling treatement of aneurysm. The physician retracted the device and replaced it with another same model to complete the surgery. No further information was provided. No patient injury was reported as a result of the procedure.